Manufacturer narrative:
Patient information requested but not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were three (3) tubing sets that developed a ballooned in a silicon segment and separated prior to use on a patient. There was no patient involvement.